Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of fluid retention, which required hospitalization and the transition of modality from pd to hd for rrt. The definitive etiology of the patient¿s fluid retention is unknown; therefore, causality cannot be established. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. However, it appears the patient was suffering from a recently broken foot, which was hindering the performance of manual pd therapy and likely contributed to the formation of the fluid retention. Fluid retention is a common finding in esrd patients and is frequently multifactorial in origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from having directly caused the serious adverse event. While it appears, a liberty select cycler malfunction did occur, the patient had not utilized the device for approximately 72 hours prior to being hospitalized. Furthermore, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) directly caused the serious adverse event.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to fluid retention. The patient was reportedly unable to complete ccpd therapy on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 due to a malfunctioning liberty select cycler, and a recently broken foot was hindering his ability to perform manual pd. A replacement liberty select cycler was issued on (B)(6) 2024, however the shipping company placed the package on the wrong flight. A second liberty select cycler replacement was shipped on (B)(6) 2024, however the patient was hospitalized before it could be utilized. As of (B)(6) 2024 the patient remains hospitalized and is undergoing hemodialysis (hd) for rrt.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to fluid retention. The patient was reportedly unable to complete ccpd therapy on (B)(6) 2024 due to a malfunctioning liberty select cycler, and a recently broken foot was hindering his ability to perform manual pd. A replacement liberty select cycler was issued on (B)(6) 2024, however the shipping company placed the package on the wrong flight. A second liberty select cycler replacement was shipped on 9/dec/2024, however the patient was hospitalized before it could be utilized. As of (B)(6) 2024 the patient remains hospitalized and is undergoing hemodialysis (hd) for rrt.